Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board, oxygen blending module board and interface board were replaced to address the issues. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and the software was uploaded.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board, oxygen blending module board and interface board were replaced to address the issues. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly and the software was uploaded. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board functioned as designed and operated without issue or error codes.